Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 620mg/dl. It was stated that the customer was experiencing chest pain and could not lift her arms. The mother stated that she does not have the insulin pump with her at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window. Unit was programmed with correct time/date and monitored for three days. No time loss/gain noted.